Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's device had never really been working for them and they never had satisfactory results. The patient had been using catheters to help with their bladder. Sometimes the patient wouldn't use gloves when using the catheters so they would get infections on and off. The patient's infections were not related to their device. The patient met with their managing health care provider (hcp) and was about to take a urinary test, but was not able to at that time. The patient had not heard back from their hcp since then. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting/diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.